Manufacturer narrative:
Concomitant medical products: logic cc femoral size 4, left (cat# 02-010-06-0240). Truliant tib fit tray cem sz 4f / 4t (cat# 02-022-45-4040). Tru fluted stm ext 16mm x 80mm blast (cat# 02-012-64-1680). Tibial stem ext. Screw (cat# 204-70-00). Tru fluted stm ext 18mm x 80mm blast (cat# 02-012-64-1880). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the exactech knee replacement study, approximately three months post initial tka, the 58 y/o male patient complains of stiffness in both knees. Patient had x-rays and zilretta injections. Patient was ordered evaluation and therapy and the event was resolved. Per clinical study case report form indicates this event is unlikely related to devices and possibly related to procedure.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) as reported by the exactech knee replacement study, approximately three months post initial tka, the 58 y/o obese male patient complains of stiffness in both knees due to arthrofibrosis. Patient had x-rays and triamcinolone acetonide extended-release injectable suspension injections. Patient was ordered evaluation and therapy and the event was resolved. Per clinical study case report form indicates this event is unlikely related to devices and possibly related to procedure. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis.